Event description:
Customer initially reports that the lightsource smelled heavily of smoke and stopped operating. (B)(6) 2015 customer clarify it was a "burning smell" and smoke which was not traceable, lasted for some hours. No one was harmed, patients or staff.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.